Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead the physician had "helix rotation difficulty." The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor was extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant.the analysis noted that the lead was returned with the distal conductor kinked in various location, damage at implant. No further helix function test possible. If information is provided in the future, a supplemental report will be issued.